Manufacturer narrative:
Literature attachment article titled: "latrogenic common femoral artery occlusion caused by a suture-mediated closure system: a case report." Date of event estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This was reported via an article titled "latrogenic common femoral artery occlusion caused by a suture-mediated closure system: a case report." It was reported through a case report that arteriotomy closure of the right common femoral artery (rcfa) was performed using a proglide device after a coil embolization interventional procedure. Reportedly, the proglide device was deployed and hemostasis was achieved; however, hemostasis took longer than expected. The following day, the patient complained of right leg pain and a cold leg feeling at rest. The right dorsalis pedis artery pulse was not detected and blood examination revealed an inflammatory response. Contrast-enhanced computed tomography (CT) revealed total occlusion of the rcfa. Surgical angioplasty was performed to the cfa under local anesthetic. Although the puncture site was detected in the cfa with a hematoma, the knot of the proglide was not detected at the same site. The knot of the proglide was detected inside the cfa. The entire layer of the anterior wall and the intima of the posterior wall were stitched. The arterial intima was torn and a large amount of thrombus was detected. After the cut down surgery, the limb symptoms and blood examination improved. Post -operative CT scan on the 5th day post cut down surgery revealed no remaining issues. The patient was discharged 6 days post cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hematoma, inflammation, pain, occlusion, thrombosis and vascular injury (tissue damage) are listed in the proglide instructions for use, as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the reported back wall stitch could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.